Event description:
It was reported that the tip of a depth gauge broke when the surgeon grasped the instrument. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.